Manufacturer narrative:
The astral device was returned to resmed and an extensive engineering investigation was performed. The device evaluation found that the device was operating according to specification. Performance testing could not reproduce the reported screen failure. Based on previous investigations of similar complaints and the available information, the investigation determined that the reported event was most likely due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that while a technician was preparing an astral device for a patient the device had an unresponsive touchscreen. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that while a technician was preparing an astral device for a patient the device had an unresponsive touchscreen. There was no patient injury reported as a result of this incident.